Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles, mold black, opening. Leak test and microscopic analysis was performed which identified: opening. A microscopic analysis was performed which identify two striated opening on posterior side, a striated opening in the anterior side, consist in the use of some surgical tool a sharp opening in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: two striated edge opening on posterior due to surgical damage; a striated edge opening on anterior due to surgical damage; a sharp opening on posterior side due to an unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.